Manufacturer narrative:
This medwatch was inadvertently rpt'd as a 5 day rpt and should have been rpt'd as a 30 day rpt. There was no serious injury or imminent risk to the public health.

Event description:
Three schneider guider units were labeled as the radiology shape re ss when in fact, the units are shaped as re ss. The two shapes are similar but may not be interchangeable from a procedural standpoint. The physician noticed the error before using the guiding catheter. They subsequently used another re s from a different lot number and it was the correct shape.